Manufacturer narrative:
Exact date unknown, event occurred few months ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7008245.

Event description:
It was reported that the patient was having discomfort from the stimulator and was experiencing inadequate stimulation despite reprogramming. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were kept by the medical facility.